Event description:
It was reported that after the deployment; the anchors came out. No patient injuries were reported.

Manufacturer narrative:
Additional investigation was performed requiring this event to be re-evaluated for FDA reporting: it was identified that there is no indication that an additional bone hole, loss of tissue or void happened in the procedure. Therefore, this event did not lead a medical or surgical intervention to preclude permanent damage to a body structure. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. These reports were made based upon information that smith & nephew had not been able to verify before.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.